Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to visit an urgent care the next morning to get assistance with taking the tampon out [foreign body in reproductive tract]. While trying to remove tampon, string detached [complication of device removal]. String detached as I was trying to remove tampon, tampon began to unravel [device breakage]. Consumer contacted via rr and stated that the string detached as she was trying to remove the tampon from her body; it began to unravel making it more and more difficult to remove. No serious injury was reported.